Event description:
It was reported by service report that there were two cot drops with a pt on it. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Spiral retaining ring; trolley support weldment; tracker roller assembly; lock tube assembly.